Event description:
It was reported that the customer was hospitalized. The spouse stated that the customer is off the insulin pump and had hypoglycemia. Advised the caller that she is not on hipaa for his account and therefore we can not discuss anything on his account. The caller became upset, and the call was disconnected. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.